Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device change out procedure there was a noted discrepancy in threshold measurement between the analyzer and the device. The threshold measurement through the old device was high but it was within normal limits through the analyzer and the new device. The lead remains in use. No patient complications have been reported as a result of this event.